Event description:
User experiencing discrepant tsh results. The following examples were provided: initial result 0.020 uiu/ml; same sample repeated gave results of 0.027, 1.48 and 1.53 uiu/ml. Initial result 0.031 uiu/ml; same sample repeated gave result of 3.43 uiu/ml. Initial result 0.027 uiu/ml; same sample repeated gave results of 0.033 and 1.10 uiu/ml. Initial result 0.026 uiu/ml; same sample repeated gave result of 4.49 uiu/ml. Initial results were not reported. The field service representative determined there was a problem with the sampling mechanism. The instrument was repaired.